Event description:
It was reported "during the procedure, nf3 stent migrated proximally before coils were deployed (seen after stent deployment)". There has been no response to attempts to obtain additional information.

Manufacturer narrative:
The product is not available for return.